Event description:
(B)(6) clinical study. Same case as 2134265-2013-03412. It was reported that following a stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented with unstable angina and cardiac catheterization was performed which revealed a de novo lesion located at the right coronary artery with 70% stenosis and was 10mm long with a reference vessel diameter of 3.0mm . The lesion was treated with direct stent placement using a 3.00mm x 20mm ion us coa stent. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with myocardial infarction and died on the same day. As per death certificate, the primary cause of death was myocardial infarction and the secondary cause of death was coronary artery disease. Contributing factors to death were diabetes mellitus and chronic obstructive pulmonary disease.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).